Event description:
It was reported that patient was treated due to mild left knee pain and that treatment involved remedial therapy and hospitalisation. Outcome is deemed unresolved and relation was deemed procedure possibly related and study not related.

Manufacturer narrative:
Correction based on additional information received.

Manufacturer narrative:
Corrected date of the event was provided from the study site, in addition to the narrative that the initial total knee implantation was done to solve the reported pain since the implantation of s&n devices came as a response to the pain which was present when s&n devices were not used on the patient, and since there are no reports of serious injury occuring following tka implanation, this event does not require MDR reporting per 803.3 (o)(2)(I) and we ask you to disregard report 1020279-2017-00561.